Event description:
The patient reported that they blacked out due to their meter displaying an unspecified error message when attempting to take a blood glucose reading. The patient went to the hospital to seek medical attention due to having low blood sugar, but did not provide details of the medical treatment received.

Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.